Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown poly- star ankle . Device will not be returned.

Event description:
It was reported that there was a talar swap. Doctor saw patient in office. Ankle was loose and wanted to put a bigger size in.

Manufacturer narrative:
Evaluation revealed the sliding core, uhmpwe, 7mm to be the subject product. A product deficiency was not subject of the event but rather the change to a bigger size. A deficiency in manufacturing was not found ¿ nor complained. The affected sliding core was documented as faultless prior to distribution. In the case presented a female patient had been treated with a total ankle replacement (star). Allegedly after two months the patient presented with an open wound/ulcer due to non closure of the initial incision from primary surgery. During the treatment of the wound case the initially used sliding core was replaced by a bigger one. It could not be determined whether due to potential setting of the implants or if the size of the sliding core, initially chosen, was too small. However, the tibial and talar components were confirmed as well fixed and aligned. A damage of the sliding core after approx. 2 months of implantation seems to be unlikely ¿ particularly as no deficiency or malfunction was reported. Exchange of the polyethylene sliding core in general has been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself - according to some users an exchange is routinely performed any time an arthrotomy is performed after a total ankle arthroplasty in order to reduce the impact of polyethylene wear resp. Change to a higher size in order to prevent potential subluxation or at the time of bone grafting procedures (2, 3, 4, and 7). Wound healing impairment in general has been experienced, classified as not unusual and is nominated in the scientific literature. It does not present an unanticipated event in itself - wound complications are frequent in total ankle arthroplasty and some of them will cause additional surgical procedures up to reconstructive surgical measures such as flap surgery (4, 5). Based on the above information and referring to that no deviation was found in the manufacturing documents for the sliding core, uhmpwe, 7mm and referring to that no deficiency of the devise in question was complained it was concluded that the reported event was not caused by the product itself. With available information it could not be determined whether the wound healing matter was related to the patient or to the surgical procedure. It could also not be determined whether the exchange of the sliding core was due intra operative erroneous measurement or simply due to precautionary intention. Review of device history, complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no previous actions in place related to the reported event for the subject product. No further statement was possible. The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. According to provided limited information and referring to faultless product the cause of the event was not a deficiency of the device but was more likely contributed by surgical procedure and / or by the patient¿s condition.

Event description:
It was reported that there was a talar swap. Doctor saw patient in office. Ankle was loose and wanted to put a bigger size in. Additional information received: it was reported that patient was presented into operating room with an open wound/ulcer due to non closure of initial incision from primary surgery two months prior. This surgical incision was opened further and dissected down to the ankle level. Cultures were taken and sent to pathology. The tibial and talar components were well fixed and aligned. A thorough debridement of the ankle joint took place. The polyethylene spacer was swapped out. A skin graft was applied to help with coverage of surgical incision site and wound was closed.